Manufacturer narrative:
A field service engineer (fse) replaced the cell rinse tube, performed maintenance on the vacuum nozzle, and re-seated the nozzle spring. The customer has not reported any further issues.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a complaint of discrepant alb2 albumin gen.2 results for 5 patients tested with two cobas 8000 c702 modules. It is unknown if the discrepant results were reported outside the laboratory. Patient 1¿s initial result was 88.4; the repeat on the same analyzer was 33.3 and the repeat result from c702 analyzer serial number (B)(4) was 33.7. Patient 2¿s initial result was 66.3; the repeat on the same analyzer was 37.5 and the repeat result from c702 analyzer serial number (B)(4) was 37.5. Patient 3¿s initial result was 59.3; the repeat on the same analyzer was 27.3 and the repeat result from c702 analyzer serial number (B)(4) was 26.7. Patient 4¿s initial result was 79.6; the repeat on the same analyzer was 31.0 and the repeat result from c702 analyzer serial number (B)(4) was 31.5. Patient 5¿s initial result was 118.6; the repeat on the same analyzer was 21.3 and the repeat result from c702 analyzer serial number (B)(4) was 30.6. The units of measurement were requested but not provided for all assays. The analyzers were using reagent lot 537939 that had an unknown expiration date.